Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the nav6 embolic protection system, the filter could not be loaded into the delivery catheter pod; force was applied and the tip of the delivery catheter broke. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.